Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that the patient faced an insulin flow block alarm and insulin did not exit tubing during priming. No further information available.